Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reoccurred.